Event description:
It was reported that on (B)(6) 2025, a 33mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. The landing zone measurements were 0: 22mm, 45: 25mm, 90: 23 mm, 135: 26 mm/29 mm after left atrial (la) pressure. The sizing of the device was determined by 3-6 mm oversize but no smaller than largest diameter. During procedure, the la pressure was 22mmhg and 500 ml bolus of fluid given prior to access. After three recaptures 33mm amulet the device was changed into a smaller device. A new 28mm amplatzer amulet left atrial appendage occluder was chosen, the close criteria was satisfied and tension test was performed. The amulet was successfully implanted with the same delivery system after three recaptures and device compression was in a tire shape. Approximately 5 minutes after release from delivery cable, transesophageal echocardiography (tee) showed the device was embolized and stayed in the left atrium. Several attempts to intervene via snare and raptor, then taken to operating room (or) to have it surgically removed.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and improper or incorrect procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that three recaptures were performed during implant. Device compression was in a tire shape when implanted. Transesophageal echocardiography (tee) showed the device was embolized and stayed in the left atrium. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device embolization could not be determined. It is possible due to incorrect device sizing or positioning issue; however, this cannot be determined. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances as the device was snared and surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per instructions for use, " if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 33mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. The landing zone measurements were 0: 22mm, 45: 25mm, 90: 23 mm, 135: 26 mm/29 mm after left atrial (la) pressure. The sizing of the device was determined by 3-6 mm oversize but no smaller than largest diameter. During procedure, the la pressure was 22mmhg and 500 ml bolus of fluid given prior to access. After three recaptures 33mm amulet the device was changed into a smaller device. A new 28mm amplatzer amulet left atrial appendage occluder was chosen, the close criteria was satisfied and tension test was performed. The amulet was successfully implanted after three recaptures and device compression was in a tire shape. Approximately 5 minutes after release from delivery cable, transesophageal echocardiography (tee) showed the device was embolized and stayed in the left atrium. Several attempts to intervene via snare and raptor, then taken to operating room (or) to have it surgically removed.